Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported poor cutting of the probe during a vitreous procedure. The condition of actuation and aspiration is unknown. The product was replaced and procedure completed with no patient harm. A product sample was received at the manufacturing site and it is awaiting evaluation.

Manufacturer narrative:
A review of the related device history records associated with the lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no other complaints for the reported issue. One probe sample was returned for evaluation. The returned sample was visually inspected and deemed nonconforming. The probe tip is broken off. No functional testing could be performed due to the visual condition of the probe. The probe was disassembled and the components inspected. There is approximately 20-30 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No resistance felt when removing the inner cutter from the needle. Gouge marks at the bend area, the cutting edge, and several areas along the inner cutter. The complaint evaluation does confirm the probe has a performance issue. The reason for the performance issue is due to the broken tip of the probe. The exact root cause for why the tip broke cannot be determined from this investigation. The most likely root cause appears to be from the probe already be used for approximately 20-30 minutes of surgical use prior to the tip breaking off. An investigation has been initiated to determine the reason for the tip breaking off of the probe. Probes are 100% tested and inspected for actuation, aspiration, and cut during the manufacturing process. Complaints will be continued to be reviewed and closely monitored at regular intervals for any significant adverse trends.